Event description:
The service technician alleged the left brake caster was not holding. No injury reported.

Manufacturer narrative:
The technician found the cause to be the brake pads being worn down. The technician replaced the brake caster to resolve the issue.